Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200417 - file-2020-00138_analysis_and_closure_report_resp-2020-00469.pdf].

Event description:
On (B)(6) 2020, high atrial lead impedance over 3000 ohms was noted during a pacemaker follow-up. It was also found that the pacemaker had been changed to vvi spontaneously. The subject atrial lead was considered abnormal after several tests including test of unipolar operation. The pacemaker was kept in vvi mode. The patient is being monitored.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2020, high atrial lead impedance over 3000 ohms was noted during a pacemaker follow-up. It was also found that the pacemaker had been changed to vvi spontaneously. The subject atrial lead was considered abnormal after several tests including test of unipolar operation. The pacemaker was kept in vvi mode. The patient is being monitored.